Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) medical center. Alarm happened once while they were turning the patient. There is no blood reported in the tubing. They resumed pumping without issue. Esp person defined the alarm and troubleshooting tips.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss there was no harm or injury reported.